Manufacturer narrative:
(B)(6). Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a hip arthroscopy the healthcare professional wanted to loosen a knot and was attempting to use crochet hook when tip broke off. No overt pressure was applied. The device broke in the patient and was successfully removed. There were no reported patient injuries. No other complications were noted.